Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Photo analysis: this is an analysis of an image submitted to ethicon endo-surgery for evaluation. The set of two photos was a patient's back, showing a narrow strip of sporadic skin burn spots across almost the entire back. Some of the burn spots had skin peeled off. The presentation of the skin burn appears to be first to second-degree of burn. To our knowledge, such burn presentation has not been seen in complaints of megasoft burn injury reported to date. No conclusion could be reached as to how this issue occurred through photo analysis. Because the instrument was not returned our evaluation is limited. No batch information was provided for the product evaluated. Additional information received: equipment used: megadyne dual soft gel pad, blanketroll- underbody hyper/hypothermia water blankets, two stryker smokeevac pencils plugged into valley lab esu devices, argon with independent esu sticky pad, image was taken shortly after procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. If no, why not? What is the severity of the burn? (Please see degrees of burns below and choose one). First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches)? Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between the pad and patient? Was the pad rinsed and let dry before it was used on this surgical procedure? How was pad cleaned? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? What generator was being used? What power levels was generator set to? What was the endofactor that was being used? Were there liquids used in prep? What chemicals were used on the patients? Additional information received: the rep found out that the account is cleaning the pads with hydrogen peroxide. Under anesthesia for 7 hours or more and there are a lot of fluids on the pad and patient. IFU states that hydrogen peroxide is not supposed to be used for the cleaning of pads. The rep did discuss this with the account multiple times not to use hydrogen peroxide. It was further discussed to wash off any cleaning agent and allow the pad to air dry. A draw sheet is used between the pad and the patient. One side of the impervious sheet is a blue plastic, and the other side is soft/absorbent. The absorbent side is against the patient. Warming blankets are used. The account is working on trying to get the cleaning agents changed. A large in-service was performed for the account on cleaning and care of the pad. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a transplant case the patient received burns. No further information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2023. Additional information received: it was reported by the account contact that during a liver resection procedure that the patient experienced an unexplained burn. A hyperthermia blanket and megasoft pad were being utilized. On (B)(6) 2022, liver transplant. Hyperthermia blanket set at 42 degrees celsius. Highest temp patient reached was 38.6 degrees celsius intraoperatively. Intubation 36.4 degrees celsius. Incision 36.7 degrees celsius. Closure 38.3 degrees celsius. Case time: 847 min (pulled from healthlink case log). This case was not caught until after the case on (B)(6). Unsure of etiology or when it was discovered. Assumption is patient burn from hypo/hyperthermia blanket. Continuing to review true cause. Removed the use of the megadyne gel pad and used bovie sticky pads. No burns noted since move. In all cases, the patient was on a warming device and utilized the megadyne gel pad. Afch- lower body bear hugger. Uh- hypo/hyperthermia blankettroll iii. On (B)(6) 2021, (B)(6) hospital purchased new megadyne gel pads. These new megadyne pads were placed into circulation around the same time that (B)(6) went live with the smoke free initiative and began utilizing the stryker smoke evacuator pencils. Legacy packs that included the previously used bovie were converted to the new smoke evacuator bovies. However, there was a 3 month back fill until new packs would arrive with the new stryker bovie pencils. Beginning on (B)(6) 2021, the team at (B)(6) began to witness patients with unexplained burns to the upper/mid back. During a root cause analysis the causal factor was determined to be that the blanket warmer was set too high. However, after interventions including utilizing additional barriers between the warming blanket and the patient and lowering the blanket warmer temperature, patients continued to experience burns. This led the interdisciplinary team to question whether the megadyne is heating up during use, potentially contributing to these unexplained burns.